Manufacturer narrative:
Eval summary: the analysis results found that was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." We have documented the circumstances as they were reported to us. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was that during a lap cholecystectomy, the instrument indicated error code #5 (used with a gen04). The generator was switched off and the instrument was opened, disconnected and reassemblied. The power was switched on, the active test was performed and the same error code occurred. A new device was opened and the operation was completed. No patient consequence was reported.